Event description:
The facility's biomedical engineer reported an infusion pump with an 808:02 failure code. The biomed did not know when the failure occurred, but stated that there was no report of patient injury or medical intervention resulting from this failure.